Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, undersensing and loss of capture. It was also noted that loss of capture was observed on the right atrial (ra) lead as well. It was reported that the patient was found deceased. Additional information related to the cause of death was requested and is not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's cause of death was unknown. It was also confirmed that there were no performance issues suspected with the ra and rv leads.